Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional event information is received or the product is returned, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that one day post implant of this transcatheter bioprosthetic valve the patient exhibited signs of myocardial infarction (mi) and an interventional angioplasty was attempted. The culprit coronary artery was unable to be selected due to calcium and the valve strut occluding the lumen. The patient subsequently expired. It was suspected that a piece of calcium became lodged in the coronary artery during the bav performed just prior to the valve implant.